Manufacturer narrative:
(B)(4). Concomitant medical products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is submitted to report the atypical clip movement which occurred in the left atrium and has the potential to cause or contribute to tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was deployed successfully and the mr was reduced to 3+. The second clip delivery system (cds) was advanced to the left atrium (la). While removing stored torque and checking the trajectory, the delivery catheter (dc) shaft became bent. Due to the bend, the dc shaft began to dive medial causing irregular movement in the la. The cds with undeployed clip was removed without issue and replaced. With two clips implanted, mr was reduced to trace. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot, and a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined that the reported delivery catheter shaft bend, resulting in difficulties positioning the device (secondary effect), was likely a result of use technique/procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.